Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians determined the wire position in the ventricle caused the perforation and subsequent pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the patient¿s left ventricle was perforated. The patient was reported as doing well after the procedure. Upon crossing the native annulus with the amplatz extra stiff wire, the physicians had to reposition the wire multiple times due to misalignment of the wire curve in the apex. After multiple attempts at fixing the wire position the physicians decided to proceed with the bav and valve deployment. The bav was performed and removed without incident. The delivery system was then introduced into the patient and once the valve was aligned on the balloon, the patient's pressure dropped to around 30 systolic and CPR was initiated. At this time the echo demonstrated a ventricular perforation. A small window was performed to drain the pericardial effusion, which helped the patient's blood pressure recover to around 120 systolic. The valve was then deployed in the annulus with trace residual paravalvular leak. The delivery system was removed as well as the sheath. The patient remained stable. The physicians determined the wire position in the ventricle caused a perforation and subsequent pericardial effusion.